Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced shortness of breath, palpitations and chest pain after being implanted with the device. It was reported by the patient that the area was itchy and scratched the area until they could pull the icm out from beneath the skin. The patient also reported that the icm fell out. The icm is no longer in use. No further patient complications have been reported as a result of this event.